Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the outer insulation was abraded, exposing the outer coil at 47.5 cm to 47.9 cm from the connector pin. The lead abrasion is consistent with that produced by friction to another device.